Event description:
It was reported that during setup of an ilet system with a dexcom g7 sensor, glucose readings displayed in the ilet app but not on the ilet pump, and readings later ceased in the app after troubleshooting; the pump had been near an active tandem pump, and the event was characterized as an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user and trainer. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.